Event description:
A report was received that a pt underwent a revision procedure to replace the ipg. The pt's body has the tendency to dissolve metals, so the physician elected to replace the ipg. The pt was implanted with a new ipg and is reportedly doing well following the procedure.